Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the left common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, cuff misses occurred with the two proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. Two proglide sutures were successfully placed in the right common femoral artery (rcfa) using the preclose technique. The sheath was upsized to 20fr and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.